Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped immediately when it was inflated past 15.5mm. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event.